Event description:
Related manufacturer number: 3006705815-2022-14294. It was reported the patient experienced a lead fracture. As a result, surgical intervention took place wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received.

Manufacturer narrative:
A patient experienced a lead fracture was reported to abbott. As a result, the lead was explanted to address the issue. The ipg was electively explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.